Event description:
An office administrator reports a pt with decreased visual acuity one week following intraocular lens (iol) implant surgery. The surgeon observed a hazy opacity and stria lines within the lens. The lens was exchanged with the same model. A vitrectomy was also done. In a follow-up, the surgeon reports the outcome of the events as "good" and the pt's vision has improved since the exchange.

Manufacturer narrative:
The product was returned for analysis. One haptic was bent torqued in the gusset region. The optic was torn/split in two pieces with a cut-like appearance. The optic portion with the bent haptic was torn/split in the haptic insertion area and torn/split with a portion of the optic missing. No hazy appearance observed. While we were unable to determine the origin of the damage, our observation reasonably suggest that it is not mfg related. Product history records were reviewed and all documentation indicates the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/12/2008 by fax and mail. A completed questionnaire was received on 09/17/2008. This report was mailed to FDA on : 10/10/2008.